Event description:
It was reported that the right ventircular lead superior vena cava (svc) impedance was high and an patient alert was triggered. Noise was also noted on the can/svc electrogram. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for out of tolerance lead impedance in which the superior vena cava (svc) defibrillation lead impedance was greater than 200 ohms on (B)(6) 2013. (B)(4).